Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes an increase in battery impedance from 1k ohm to 21k ohm at 2.38v within twelve months.